Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. 60 ncm of primary stability was achieved and immediate load was performed. Patient had bone type ii and bone graft was executed. The implant was carried out immediately.